Event description:
New information received notes that the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported complaint of premature depletion, inappropriate shock and over sensing was not confirmed. The device was at end of life (eol) level when received. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based no usage.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was also noted that the ICD exhibited inappropriate shocks due to noise oversensing. No intervention was done. The patient was stable.